Manufacturer narrative:
Device evaluation the device was returned to the manufacturer for analysis. Visual and optical examination revealed approximately ~3mm of the tip has been plastically deformed, with the last ~0.5mm of the tip severely deformed. Minute pieces were missing.

Event description:
It was reported that the tip of the screwdriver shaft was crushed during surgery. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.